Event description:
It was reported that the pump alerted low volume. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No product sample was returned. Visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. No actions were taken. If the product is returned, the manufacturer will reopen this complaint for further investigation.